Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during a clinical survey that the bd bard power trialysis short term dialysis catheter was inserted on (B)(6) 2025, and removed on (B)(6) 2025. The catheter was used for hemodialysis. The catheter configuration used was pre curved, with a length of 15 cm, and the final placement location was the jugular vein. The catheter remained in place for 18 days. The distal purple lumen was used from insertion through removal for administration of intravenous therapy including fluids, medications, and or blood and for blood sampling. A dead end cap was used to cover the arterial and venous lumens prior to hemodialysis treatments. The catheter was used in conjunction with bd bard procedure kit components, including a bd bard introducer needle 18 gauge, 2 and 3 4 inch, a bd bard struxure guidewire, and bd bard dualator dilators. Dualator dilators in 11 to 13 fr and 12 to 14 fr configurations were used, with the smaller dilator used first, followed by the larger dilator. The clinician rated the catheter¿s ability to provide short term central venous access as 1 performed far below expectations, citing difficulty with volume removal, line clotting, and pulling air, and noted that the issue may have been related to the hemodialysis machine. No further information was provided.